Event description:
It was reported that a pump intermittently turns on and off with out user input.

Manufacturer narrative:
(B)(4). The device was not returned to sigma and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unk.